Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A male patient had an initial drainage procedure performed on (B)(6) 2015 for abscess in CT. The patient went to a hospital to have the drain removed at a later date that is unknown. On (B)(6) 2015, the patient went back to the facility in which the drain was placed due to abdominal pain. The CT found that there was foreign object still inside the patient. On (B)(6) 2015, the physician surgically removed 4 inches of the amplatz extra stiff guide wire 80cm. A section of the device did not remain inside the patient's body after this procedure.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions and specifications was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest the product was not manufactured to current specifications. Based on the limited information provided, in addition to the suspect wire guide not being returned, at this time we are unable to determine with certainty why the customer experienced difficulty. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
A male patient had an initial drainage procedure performed on (B)(6) 2015 for abscess in (B)(6). At a later unknown date, the patient went to a hospital to have the drain removed. On (B)(6) 2015, the patient went back to the first facility (in which the drain was placed); due to abdominal pain. The CT found that there was foreign object still inside the patient. On (B)(6) 2015, the physician surgically removed 4 inches of the amplatz extra stiff guide wire 80cm. A section of the device did not remain inside the patient's body after this procedure.